Event description:
The customer reported via phone call that the insulin pump had a reservoir leak at the transfer guard. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.